Event description:
During a coronary drug eluting stenting treatment procedure, the stent migrated from the balloon. The moderately calcified lesion was in a moderately tortuous right coronary artery (rca). The lesion was predilated with a 3.0 x 15 maverick balloon. After predilation the physician attempted to deploy a taxus express2 8.8% 3.5 x 20 mm stent over the lesion. However, as the physician inflated the balloon, the stent migrated from the delivery device to the rca os lesion. The physician was able to capture the migrated stent with the same delivery device. As the stent and delivery device was being removed through the sheath, the stent dislodged in the distal femoral artery. The physician decided to leave the stent in the distal femoral artery. No further pt complication or injury were reported.